Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, the coronary flow obstruction was caused by the deformation of the lmt coronary stent post deployment of the xt valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented.

Event description:
As reported by our (B)(4) affiliate, there was a coronary stent obstruction post deployment of the sapien xt valve and the coronary stent was ballooned twice to repair it and restore coronary flow. The patient was status post percutaneous coronary intervention (pci) had a stent in the left main trunk (lmt) with its end sticking out approximately 3 mm from the lmt ostium. There was significant stenosis (75%) in the segment 3. A guidewire and balloon was placed in the left anterior descending artery (lad) at the start of tavr procedure as the balloon might contact the lmt stent upon valve deployment. A 26 mm sapien xt valve was deployed via transapical approach. At that time, rapid ventricular pacing was run for 56 seconds at 180 ppm. The xt valve was placed 70:30 aortic/ventricular (a/v) and landed 70:30 a/v as intended. Post deployment, blood pressure (bp) remained around 30 mmhg. Aortography showed a faint shadow of the left coronary artery (lca) without aortic valve complex injury. A vasopressor was ineffective. While chest compression was performed, pcps was prepared. St segment elevation was noted. Echocardiography showed no left ventricular (lv) wall motion. After pcps was introduced, lv motion improved and bp rose to around 120 mmhg. Coronary angiography revealed that the end of lmt stent was partially deformed. The stent was ballooned twice. Intravascular ultrasound (ivus) and coronary angiography showed the stent lumen was properly restored. Atrial fibrillation (af) developed and was resolved by defibrillation at 100 j. As hemodynamic stability was achieved, pcps was weaned off. The operating physician stated that myocardial ischemia might have occurred at the segment 3 due to long rvp or at lmt due to deformation of lmt stent. The native annular diameter measured 24.0 mm by tee with mild valvular calcification. The diameter of sinus of valsalva (sov) and sinotubular junction (stj) measured 30.0 mm and 26.0 mm respectively. There was mild ventricular septal hypertrophy.